Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a frayed cable. There was no report of patient involvement and no reported injury. Follow-up has been performed to request additional information related to the even, but no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint ¿frayed cable¿. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. Visual inspection found the wire not exposed. The instrument passed electric continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. The probable root cause of the conductor wire¿s insulation damage is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed that the fenestrated bipolar forceps instrument was found to have ¿damage to the conductor wire¿s insulation¿. Evidence of conductor wire¿s insulation damaged has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the insulation damaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.